Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed drastic voltage drops, indicating evidence of short battery life. The battery compartment and cap were undamaged, and the cap secured properly to the pump. During testing, the rewind, load, and prime steps were completed successfully; however, all electrical current draws were above specifications. The complaint of short battery life was duplicated. The pump case was removed, and all electrical current draws returned to values within specifications after the cgm module was disconnected from the printed circuit board. An intermittent condition was found on the cgm module due to a cold solder connection at a pin. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery life did not last as long as expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.